Event description:
Ivtm therapy was initiated for a patient utilizing a quattro catheter (lot # 204002) to address hypothermia. The catheter was placed into the left femoral vein. After 30 hours of therapy, it was observed that the 500 ml saline bag was empty. No external saline leaks were noted by the customer. The customer performed the catheter leak check per IFU. The customer suspected the 200-250ml saline infusion into the patient's bloodstream. The catheter was replaced to continue the temperature management therapy utilizing the same console as it was verified to be functional. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 204002) suspected leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 204002.